Event description:
It was reported stimulation was turned off for a transurethral resection of the prostate (turp) procedure, and now the patient could not turn stimulation on again. It was unclear when the procedure was performed, but the reporter stated 2 years ago. The patient thought the device was not working, but he had to "remove a blockage" to correct the problem. The patient was now ready to turn the device back on, but he was only getting the 9 volt battery light to illuminate on the programmer. It was unknown how old the programmer battery was, so the battery was going to be replaced and then the patient was going to try to turn the device on again. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28 lot# j0437440v, implanted: (B)(6) 2004. Product typ lead, product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product typ extension, product ID 3031a, serial# (B)(4) product typ programmer. (B)(4).